Event description:
It was reported the device exhibited an air in line alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens. No applicable evidence was found in the event history log. Functional testing was unable to duplicate the reported problem; however, there was fluid ingression. As a preventative measure the main board, latch/lock, air detector, dso sensor, and lcd lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.